Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the keypad cover was intact with no peeling or lifting, however investigation revealed that the keypad cover was thinning. All keypad buttons were intermittently responsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Unrelated to the original complaint, investigation revealed the following: the display screen was dim and discolored; the clip insert was broken and the clip could not be attached; the battery compartment was cracked in two places; and the battery cap threads were stripped. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that all of the keypad buttons were under responsive, and the keypad cover was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.